Event description:
It was reported that pump displayed malfunction alarm code 9 with fault ID 0x20f1, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump independently and resumed insulin delivery, and technical support later provided pump reset instructions, advised that pump use could continue, and instructed caller to contact support again if malfunction recurred.